Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an sapien m3 valve in mitral position where after an internal imagery review there was an incidental finding of thrombus on the dock. In the tee eight months after the procedure multiple linear mobile echo densities suggestive of thrombi attached to the tip of the ascending atrial turn of the sm3 dock were observed. On (B)(6) 2026 the patient had a heart transplant, and both the valve and dock were explanted.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, and h11. D4: serial number was added. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.